Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 281 mg/dl and the sensor glucose was 123 mg/dl at the time of the incident. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. The current blood glucose was 281 mg/dl. Insulin delivery was suspended due to sensor glucose values. Customer declined troubleshooting for the high blood glucose. The sensor will not be returned for analysis.